Event description:
The customer reported to olympus, the video telescope "endoeye high definition ii" had image noise. The issue was found during preparation for use for an unknown diagnostic procedure. The procedure was completed using a similar device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the device displayed a green image. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the device displayed a green image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. During inspection, the video cable showed the charge coupled device and the close control unit plug components had damage that likely led to the image problem. Investigation has shown that degradation of these two components of the video cable can cause a pink or green image as a result of prolonged heat. Olympus will continue to monitor field performance for this device.